Manufacturer narrative:
Results: the smart coil pusher assembly was kinked approximately 146.0 cm from the hub. The embolization coil had offset coil winds along its length. Conclusions: evaluation of the returned smart coil revealed offset coil winds on its proximal end. The device was able to be advanced out of its introducer sheath but unable advance through the hub of a demonstration microcatheter. If the introducer sheath is not properly aligned within the hub prior to advancement, offset coil winds may result. These offset coil winds will likely contribute to difficulty advancing the device through the introducer sheath and hub on any subsequent attempts. Further evaluation revealed the pusher assembly was kinked. This damage was likely incidental and may have occurred during packaging for return to penumbra. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During the procedure, the physician successfully placed multiple smart coils using a non-penumbra microcatheter. The physician then was unable to advance the smart coil out of its introducer sheath and into the hub of microcatheter and, therefore, the smart coil was removed. The procedure was completed using a new smart coil and the same microcatheter. There was no report of an adverse effect to the patient.